Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 520 mg/dl; cause was unknown. Bg was addressed via a manual injection. Subsequently, the customer experienced a bg level of 45 mg/dl. Reportedly, customer overcorrected for the high bg as customer administered a manual injection in addition to the pump delivering automatic correction boluses. Bg was addressed via consumption of carbohydrates. The customer was instructed to consult with healthcare provider regarding bg level. System check with tandem technical support confirmed the pump was functioning as intended.